Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for routine follow-up. Upon interrogation, failure to capture was observed on the rv lead. Physician elected to replace the lead. During operation, the lead was found with significant fibrosis. Physician elected to puncture and insert a screwing lead and position the lead in ventricular apex and good threshold was observed. The rv pacing and sensor was connected to a newly implanted dual chamber. The lead remains implanted and was found to be working properly. No further information available.

Event description:
New info received: patient condition after surgery was fine and two follow up done in opd clinic and no complication were noted. The threshold and all the lead impedance was checked and found within normal limit.